Manufacturer narrative:
Pump serial numbers: (B)(4).

Event description:
Quarterly summary report for malfunction alarm 4 and 13: it was reported that a malfunction alarm 4 or 13 occurred. The user reverted to an alternate method of insulin therapy. There was no adverse effect.